Event description:
It was reported that all complications were associated with the lateral approach and nothing concerned with bone morphogenetic protein (bmp), direct lateral interbody fusion (dlif) procedure or longitude.

Event description:
In a retrospective study, clinical data was reviewed for (B)(6) consecutive patients who underwent fusion over three or more levels, and had a minimum of one year of follow-up. All patients had severe predominantly low- to middle-back pain. All patients had participated in extensive conservative therapies without adequate relief of their symptoms before being considered for surgery. The mean age of the patients in the study was 67.7 years. The patients underwent a single or combination of surgical interbody disc release and fusion procedures: axialif (axial lumbar interbody fusion), dlif (direct lateral interbody fusion), or xlif (extreme lateral interbody fusion). The amount of rhbmp-2/acs used varied with surgical technique and level treated. From the data presented, it is not possible to determine the surgical technique, levels treated, or rhbmp-2 dose for a specific patient. All patients maintained correction of their deformity and were noted to have solid arthrodesis on plain radiographs at one year follow-up. (B)(6) patients were noted to have immediate postoperative thigh dysesthesias, which resolved within six weeks of surgery. All patients showed fusion on imaging studies with no evidence of pseudarthrosis. No other details were mentioned.

Manufacturer narrative:
Literature citation: anand, et al. Mid-term to long-term clinical and functional outcomes of minimally invasive correction and fusion for adults with scoliosis. Neurosurg focus. 2010; 28 (3): rhbpm-2, pedicle screws. No therapy or implant dates were given. (B)(4): the event is believed to be associated with the surgical technique and/or instruments used during the procedure. No device return: thigh dysesthesias after dlif/xlif are almost always related to retraction or spacer placement - somewhat common in this procedure. There was no mention by the authors of other potential associated sequelae causing such complications, and therefore is not believed to be device-related.